Event description:
Information received indicates the brake would engage, however, it would not fully hold.

Manufacturer narrative:
The technician found the casters were worn and could not be adjusted. The technician replaced the four casters to repair the bed.